Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent drainage on (B)(6) 2021 with cardiac tamponade. However, instead of improving the pump flow, it slowed down and became unstable. The log file displayed a set speed change to 7000 rpm which caused a low speed operation. Then set speed was then increased back to 9600 rpm. The patient was asymptomatic. There were no issues seen within the log file.

Event description:
On 26nov2021 the patient developed a bacterial infection along their driveline and in the pump pocket. Ga scintillation evaluation of the pump inflow conduit area determined the are to be positive for serratia marcescens. Therefore, it is thought that the cause of the cardiac tamponade was that the epigastric region was opened and washed. The infection the patient was experiencing lead to the pump exchange.

Manufacturer narrative:
Section a1: patient privacy laws in the event country prohibit the release of private patient information and should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported infection and cardiac tamponade could not be conclusively established through this evaluation. An evaluation of the submitted log files revealed that a low speed event occurred due to the pump¿s fixed speed being set below the low speed limit. The issue resolved after the pump¿s fixed speed was ultimately set back to 9600 rpm on day 1643, hour 8, minute 24. No other atypical events were observed within the file. The pump appeared to be functioning as intended, remaining above the low speed limit for the remainder of the file. Gallium scintigraphy showed an accumulation around the outflow side and under the skin of the mid abdominal wall of the patient¿s pump. The infection became out of control and the pump was exchanged to an hm3. The pump, (B)(6), was returned assembled with the percutaneous lead severed approximately 1 inch from the pump header. The severed portion of the driveline was not returned with the pump. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. The outflow graft bend relief was returned detached from the pump. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped on 05mar2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of this IFU lists bleeding and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.